Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user sought to return the ilet due to frequent low blood glucose readings while using the device, with lows acknowledged the prior day and ilet low alerts received; the user corrected lows with oral carbohydrates and declined additional training. Symptoms included hypoglycemia without reported clinical manifestations or need for assistance. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and a cause that remained unclear given ongoing low alerts with successful correction and continued device use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.